Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Would not allow air through. The following information was provided by the initial reporter: will not allow air through.

Manufacturer narrative:
H6: investigation summary: ten sealed samples received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Each sample was connected to a syringe with saline solution, samples expelled the solution with normal flow. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on previous investigations, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Would not allow air through. The following information was provided by the initial reporter: will not allow air through.